Manufacturer narrative:
The device has been received by depuy synthes power tools. The complaint of heat could not be confirmed. The device met manufacturing specifications. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
The customer reported that the device had cord damage with fray wires. The device was not used in surgery. No additional info is available.